Event description:
It was reported during a device changeout procedure, the patient's right ventricular (rv) lead's insulation got damaged while cauterizing resulted in failure to capture and pocket stimulation. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.